Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right atrial (ra) channel. In addition, the patient felt palpitations. Technical services (ts) suspected that it was related to an undersensed atrial fibrillation (af), however it was not conclusive. No adverse patient effects were reported. This ICD remains in service.